Event description:
The device was used during a wedge resection. Reportedly, after the third reload, the device did not fire properly and the staples did not form properly. The procedure was converted to an open procedure.